Event description:
It was reported that the size pot occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped. Bottom case was cracked under the l-bracket and battery door was cracked. There was an invalid syringe size alarm in history. Customer stated problem was verified when setting up for flow test. The size would not calibrate. The technician was able to duplicate the reported issue. The root cause of the reported issue was found to be size pot. Replaced size pot.